Manufacturer narrative:
H3: analysis of the returned implantable neurostimulator (ins)(s/n: (B)(6) revealed that the setscrew was backed out too far. It was also noted that the ins passed both the bench and final function test, showing no single fault condition that could contribute to the heat sensation during normal operation per the return complaint information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary and fecal incontinence. It was reported that patient got an implantable system (ins) implanted in (B)(6) 2025. Efficacy good on urinary incontinence, and short time efficacy on fecal incontinence. After a couple of months the patient experiences heat generation over the ins. No cause known.  When switching off the stimulation, the heat generation disappears. The healthcare professional (hcp) did a reprograming - changed from unipolar stimulation to bipolar stimulation. Heat generation continued.  The hcp decided to replace the ins to another ins. With the new ins the patient doesn't feel any heat generation over the ipg. Issue resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.